Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. No symptoms related to high blood glucose was reported. Customer treated with manual injection. Customer's blood glucose value was 441 mg/dl at the time of incident. Customer declined to troubleshoot for high readings. Customer also mentioned that she would like to check the status of her insulin pump that has been upgraded. No insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.